Event description:
Pentax medical was made aware of a report which occurred in the operating in the (B)(6) region. The reported complaint was for "image disturbance during angulation", involving pentax medical video colonoscope model ec-3890fi2, serial number (B)(4). The ccd (charged couple device) will be replaced as part of the service repair.

Manufacturer narrative:
This model is not distributed in the united states, therefore 510k is not applicable. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.